Event description:
While trying to retrieve the lost chest tube under fluoroscopy, using forceps and grasping forceps, a small chunk of the tube slipped off from the grasper. The piece of chest tube was unable to be flushed out and eventually was left in by the physician. The physician said he would remove the chest tube in his clinic.